Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and it wouldn¿t go back into the vizigo sheath. It was reported by the caller that the pentaray nav high-density mapping eco catheter would not go back into the vizigo sheath, it was getting stuck in the hub. Caller stated physician confirmed introducer was present. The pentaray nav high-density mapping eco catheter was replaced with an octaray catheter and case continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and it wouldn¿t go back into the vizigo sheath. It was reported by the caller that the pentaray nav high-density mapping eco catheter would not go back into the vizigo sheath, it was getting stuck in the hub. Caller stated physician confirmed introducer was present. The pentaray nav high-density mapping eco catheter was replaced with an octaray catheter and case continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual and dimensional inspection of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A dimensional test was performed, and the outer diameters of the device were found within specifications. No insertion tube was received, then an insertion tube from another device was used to perform the tests. No resistance or stuck were identified during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).